Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this system has now begun to exhibit high out of range pacing impedance measurements of greater than 2000 ohms. Loss of capture and high thresholds on the right atrial (ra) channel were also observed. Pacing inhibition was also observed on the ventricular channel. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was exhibiting daily fluctuations in the right atrial (ra) impedance measurements from approximately 400 to 1100 ohms. Oversensing of the respiratory sensor signal on the ra channel was noted as well. The minute ventilation signal was programmed off the pacemaker remains in service. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.